Event description:
During procedure physician states that endo o.p from the endo accessory kit was manfunctioning. The patient sustained a bile leak related to a perforation which may be related to malfunction. Patient transfered to another facility with bile peritonitis.